Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The reported valve was implanted to a patient on jul 5th 2016 as a revised valve via lp-shunt (initial setting was 200mmh2o). The surgeon attempted to change the pressure setting from 200mmh2o to 180mmh2o, but it was failed, so that the surgeon decided to keep the pressure setting as 200mmh2o and has been monitoring the patient's condition. The surgeon noticed that anterior communicating artery aneurysm grew on (B)(6) 2017. Then, the surgeon performed surgical clipping. After that, the patient complained headache, and then surgeon found bilateral subdural hygroma under CT scan., the surgeon diagnosed it was over drainage, so the explanting surgery was performed on (B)(6) 2017. After the surgery, the surgeon tried to change the setting of the removed valve, but the surgeon couldn't change the pressure setting. The patient is (B)(6) years old, female, her initial is (B)(6). The patient's primary diseases are sah and cerebral aneurysm, and her condition is under monitoring. The revision surgery is not scheduled so far. This event links to (B)(4). No further information was provided by the hospital.

Manufacturer narrative:
Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The valve was visually inspected; some biological debris was noted. The position of the cam when valve was received was 200 mmh2o. The valve was hydrated. The valve was tested for programming with programmer 82-3126 with serial (B)(4) and programmer 82-3190 with serial (B)(4), the valve failed the test, the cam mechanism did not move during the programming process. The valve was flushed. The valve passed the test no occlusion was noted. The valve was leak tested, no leaks noted. The catheter was irrigated, no occlusions were noted. The valve was reflux tested. The valve passed the test. The siphon guard was tested. The valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested at a 200 mmh20, the valve failed. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. The cam magnets were also controlled. The magnets passed. Review of the history device records for the valve product code ns9008, with lot crhbgv, conformed to the specifications when released to stock on the 9th july 2014. The root cause of the problem reported by the customer is due to the biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.